Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device reached unexpected elective replacement indicator (eri.) Therefore the device will be removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead: (B)(6) 2003. (B)(4).